Event description:
Medtronic quick-set for insulin pump defective - attachment end and tubing filled with a dry, red substance. Suspected contamination of product could have lead to serious health consequences for pt due to continuous dosage through tubing to control diabetic condition. Dose or amount: 20u/hour 3:1 dose for carbs, continuous. Dates of use: after seeing defect didn't use.